Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Complaint confirmed. Tested returned unit. No mfg parameters found out of spec and return renata battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 3.010 v. Did observe battery icon and booklet icon while strip was inserted. However, uom was selectable and was received at mmol/ls. Error 015, 0204, 0300, 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.